Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076-52 lead, (B)(6) 2004. (B)(4).

Event description:
It was reported that during a routine follow-up visit the right ventricular (rv) lead showed high impedance greater than 9,999 ohms. It was also reported that there may be a lead fracture. The lead was capped and replaced. No patient complications have been reported as a result of this event.